Manufacturer narrative:
Product event summary: one (1) pump and one (1) outflow graft were not returned for evaluation. Review of the sterility certificate confirmed that the associated pump met all requirements for release. The reported "low flow" event was confirmed through log file analysis which revealed a slight decrease in power consumption and estimated flows starting on (B)(6) 2019. 12 low flow alarms have been logged since (B)(6) 2019. Of note, the site reported that a computerized tomography angiogram (cta) revealed that the patient had multiple small thrombi along the wall of the outflow graft. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported events. Based on the available information and risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: outflow graft / 17044097-0562 / model #: 1125 / catalog #: 1125 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4310 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient had a worsening driveline infection causing bacteremia and uremia. The patient went into hospice a week later. The patient expired 8 days after being on hospice.

Manufacturer narrative:
A supplemental report is being submitted for new information received. The patient expired. Additional products: d4: outflow graft / 17044097-0562/ model #: 1125 / catalog #: 1125. H6: patient code(s): c28554. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿outflow graft, outflow graft / 17044097-0562/ model #: 1125 / catalog #: 1125/ expiration date: 2022-10-31, UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 2017-10-01. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) was exhibiting low flows and low power. The patient experienced an increase in lactic acid levels, as well as increased lactate dehydrogenase (ldh) which subsequently down-trended. A computerized tomography angiogram (cta) revealed that the patient had multiple small thrombi along the wall of the outflow graft. It was further reported that the patient had a driveline infection and was positive for both bacteremia and fungemia. The patient was treated with intravenous (IV) antibiotics and antifungals. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event.